Manufacturer narrative:
One open 32g x 4mm pen needle sample was returned from lot. No. 6012745, cat. No. 320477. Visual examination was carried out and it was observed that the patient end was bent and that there was also adhesive half way down the needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is adhesive splatter from the dispense system. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in a bd ultra-fine¿ pen needle 32g x 4mm. This was observed before use with no report of serious injury or medical interventions.